Event description:
It was reported that the compressor could not start. There was no patient involvement. (B)(4).

Manufacturer narrative:
Our investigation into this complaint has been completed. Investigation on-site by our field service engineer (fse) could confirm the reported failure that the compressor failed to turn on. The fse found that the transformer was faulty. No defects were apparent by visual inspection of the returned transformer. It was installed in a reference compressor, the reported issue was confirmed. The primary circuits in the transformer were open circuit, which caused the reported issue. If the compressor cannot deliver enough air pressure, the connected ventilator will alarm for low air supply pressure and high oxygen concentration. If no oxygen is connected to the ventilator, it may lead to stop of ventilation. Why there were open circuits in the transformer has not been determined.

Event description:
(B)(4).